Event description:
Customer reportedly received result of 190 mg/dl on the advantage system and 82 mg/dl on professional's device within 10 minutes. No actions taken based on device results. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.